Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: a complete model 7121q lead was returned for analysis by the quality assurance department. X-ray analysis was performed on the lead. The helix itself was normal, while the helix shaft was not properly aligned with the axis of the helix header. As a result, the helix was rubbing against the inner wall of the header. The inner coil was normal. The helix extended and retracted, but did not progress smoothly. The extended length of the helix was measured to be within product specification. Electrical testing performed resulted in normal lead characteristics. Continuity testing was performed while manipulating and stretching the lead and all electrical measurements across the conductors were within specification. No electrical anomalies or internal shorts were found across the coils or conductors. Impedance testing resulted in normal high voltage and pacing lead impedance measurements.

Event description:
It was reported that during implant, when putting this lead into position in the patient's ventricle they tried to extend the helix. After 20 rotations they took the lead out and tried to extend the helix on the sterile or table. The helix did extend after 20 rotations but did not extend gradually, it popped out very quickly. This lead was not implanted.